Event description:
The pt was admitted to the emergency department (ed) in an unresponsive state. An overdose was suspected. The laboratory assayed a urine sample using the urine opiates screen flex (r) reagent cartridge (opi) on the dimension (r) clinical chemistry system. The customer stated that they used a 2000 ng/ml cutoff for opiate screening versus the cutoff of 300 ng/ml and obtained a negative urine opi (opiate) result. The 2000 ng/ml opi cutoff is designed to reduce the number of opiate positive results that ultimately verify as negative when opiate testing is used to deter and detect heroin use. The decision to use the 2000 ng/ml cut-off was made by the laboratory and is contrary to the information provided in the manufacturer opi instructions for use (IFU). No instrument malfunction is indicated. The negative result was reported. The pt subsequently died.